Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) by the latitude patient monitoring system for low shock impedances of less than 20 ohms on the right ventricular lead. It was noted that no shock was given during low impedance reading, and the alert was triggered due to daily measurement. A review of the episode by boston scientific technical services indicated that noise was present on the shock channel during the measurement, and may be due to electro-magnetic interference picked up by the device. Previous measurements were stable and within acceptable range. Boston scientific representative noted the physician has been notified of the event, however no follow-up has taken place and no additional information was available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was explanted electively for a device upgrade and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.